Manufacturer narrative:
Complainant name: (B)(6) hospital. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study. It was reported that slow flow, bradycardia with hypotension and cardiac failure occurred. In (B)(6) 2016, the patient presented with symptoms of cardiac insufficiency and was hospitalized on that same day. Cardiac enzyme was noted to be elevated and electrocardiogram (ECG) findings revealed atrial fibrillation. Subsequently, the patient underwent cardiac catherization. Coronary angiography was performed and revealed a 99% proximal stenosis in the right coronary artery (rca). Four days after, the 99% stenosis located in proximal rca was treated with pre-dilatation and placement of a 3.5 x 32 synergy stent. Following post dilatation, slow flow was noted along with bradycardia and hypotension and was treated with intravenous administration of atropine and diluted nad. However, bradycardia and hypotension persisted. As a result, temporary pacing was commenced and nitroprusside was administered by ic. Improvement to nearly timi iii flow was observed and the procedure was completed successfully. Twelve days post procedure, the patient was discharged. In (B)(6) 2016, the patient was diagnosed with cardiac failure and was hospitalized on that same day. The patient took medication in response to it and after seven days, the patient was discharged from the hospital.